Event description:
Complainant alleged that during functional testing, the device displayed "discharge fault", "defib disabled" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.